Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was dark and the system was unresponsive or appeared to be sleeping, a reboot was required. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was dark. The technical support specialist (tss) dialed into the station (hlor22), verified that the station was functioning properly, followed knowledge article (usb devices and network adapters unresponsive), and rebooted the station. The tss contacted anthony dicicco, requested verification of the issue on the user end, and confirmation was received that the station was working fine after the reboot. The station status was communicated as functioning properly, and ka steps were applied as a precaution. No further issues were reported by users, and the issue was considered resolved. It was communicated that the case would be monitored for 24 hours and closed if no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.